Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three optical bladeless versaport v2 tmm short with fixation cannulas opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident states that, during a low anterior resection procedure, the seal was damaged and leaks. The circular seals were damaged. The envelope seals were stretched, most likely due to prolonged insertion of the obturators during shipping. The obturators passed through the trocars without difficulty. The obturator shafts assemblies cut cleanly and completely through the test media, allowing the cannulas to pass through smoothly. The obturators locking tabs functioned properly. In addition, the instruments failed an air leak tests due to the observed damaged circular seals and stretched seals. This product is leak tested during the manufacturing process, so it is unlikely that the seal was stretched prior to receipt by the user. Unfortunately, the devices were returned with the obturators inserted, which precludes further evaluation of the seal. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested regarding the reported conditions due to the torn seals and the reported condition was confirmed. During this investigation, a secondary unrelated condition was identified as follows; the obturators were received inserted into the trocars stretching the envelope seals. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Replication of the observed damage may occur if the seal makes contact with a sharp object during use. The information for use for this product states: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. The root cause of the stretched seal condition could not be reliably determined; however, based on related investigations and observations the most likely root cause for the observed condition was determined to be the prolonged insertion of the obturator during the shipping of the product. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a lower anterior resection, air leaked from the seal of two trocars. Replaced by new ones, one of them started to leak the air after a while. New one was opened to correct the problem. The seals were damaged. Last patient's status: good.